Event description:
It has been reported to us that during the procedure, the wire lumen of the aspiration catheter became torn. The physician inserted a guide wire into the patient's right coronary artery. The physician inserted the aspiration catheter over the guide wire and advanced it forward into the right coronary artery. The physician started aspiration of the artery; however suctioning blood only with no thrombus. The physician removed the aspiration catheter for inspection and noticed that the wire lumen of the aspiration catheter was torn. The physician inserted another device and completed the case successfully.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.